Event description:
The reporter stated that the pump would no longer power on. The reporter stated that they tried two brand new batteries without success. The reporter denied any damage to the battery compartment or cap and denied that the pump was exposed to water.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.